Event description:
The customer reported that the device fails to fully power up for use. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device fails to fully power up for use. There was no report of pt involvement. The local representative evaluated the device and replaced the control pca to resolve this malfunction.